Event description:
It was reported that the customer experienced elevated blood glucose levels (459 mg/dl). Troubleshooting was performed and pump appeared to be delivering as expected. Customer delivered a bolus to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.